Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma, and extensively thickened capsule with multiple siliconomas (seroma and granuloma) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture, extensively thickened capsule with multiple siliconomas (seroma and granuloma).

Event description:
Healthcare professional reported a patient with a right side rupture and capsular contracture (baker grade unknown) diagnosed by MRI. Later during explant surgery, physician reported seroma and extensively thickened capsule with multiple siliconomas. The device has been explanted with a partial capsulectomy and replaced with a non-allergan device.

Event description:
Healthcare professional reported a patient with a right side rupture and capsular contracture (baker grade unknown) diagnosed by MRI. Later during explant surgery, physician reported seroma and extensively thickened capsule with multiple siliconomas. The device has been explanted with a partial capsulectomy and replaced with a non-allergan device.

Event description:
Previous medwatch submission noted rupture, capsular contracture grade unknown, seroma, granuloma. Upon further information, allergan has determined that this record is a duplicate record. Please refer mrn# 9617229-2023-00719 as the operating record related to this complaint.

Manufacturer narrative:
Previous medwatch submission noted rupture, capsular contracture grade unknown, seroma, granuloma. Upon further information, allergan has determined that this record is a duplicate record. Please refer mrn# 9617229-2023-00719 as the operating record related to this complaint.